Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations had interface error. The technical support specialist (tss) logged into the server and confirmed that carefusion coordination engine messages were crossing, and stations were communicating properly. The tss received the patient and order ID and verified in the station database that the data was present. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, had all stations was experiencing an interface error. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, had all stations was experiencing an interface error. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.